Manufacturer narrative:
Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100747348 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100752005 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device exhibited fluid loss. A surgical procedure was performed, during which a hole in the balloon neck was identified. As a result, the aus was removed and replaced. The hole in the balloon neck allowed fluid to leak from the device, preventing the cuff from inflating and resulting in recurrent urinary incontinence. No further patient complications were reported.